Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sigma hp 1.5-3 mm keel punch would not lock onto the black universal handle. It was evident that the keel punch had some back side damage where it locks in with the black universal handle. The surgical technologist recognized a problem with the connection between the keel punch and the impactor handle.